Manufacturer narrative:
Skin lesions (including pressure sores) in areas of contact with harness support, robotic orthosis (buttocks and along lower extremities) or lower extremity loading (feet). There are populations with sensitive skin and comorbidities that impact the skin. The clinician in charge has the sole medical responsibility for the rehabilitation treatment and for deciding whether a patient is fit for a specific treatment. In particular, the clinician must weigh in each individual case the possible risks and side effects against the expected benefits. In addition, the patient's individual situation plays just as important a role as the basic risk assessment for specific patient groups. The treating clinician is responsible for adapting the training sessions and the course of therapy to the patient's abilities.

Event description:
Initially left gluteal fold bruising as a result of lokomat use. Developed into stageable IV wound.